Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a mildly tortuous and severely calcified coronary artery. A 3.00 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during insertion of the device the stent dislodged from the stent delivery system inside the non bsc extension guide catheter. Because the stent dislodged inside the guide catheter it was removed without any issues. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system (sds) was returned for analysis with a detached stent. The stent had been detached from sds. The stent is damaged and stretched. Damage was noted across the entire stent. The 3 most proximal stent rows were not as severely damaged and stretched as the rest of the stent. There was no stent on the balloon. The balloon folds were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on the balloon indicating correct positioning and crimping of the stent prior the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found tip damage. No other issues were identified during the product analysis. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a mildly tortuous and severely calcified coronary artery. A 3.00 x 38 synergy drug-eluting stent was advanced to treat the lesion. However, during insertion of the device the stent dislodged from the stent delivery system inside the non bsc extension guide catheter. Because the stent dislodged inside the guide catheter it was removed without any issues. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.